Event description:
Independent repair center: customer alleged alarm will not function and the key failure is the power switch has a blown circuit. Associated malfunction for this device: pilot valve and o ring are leaking, intake filter dirty.